Manufacturer narrative:
Additional narrative: no follow up report is anticipated as the product has not been returned. The source of the report is the following literature source: ¿does alendronate disturb the healing process of posterior lumbar interbody fusion? A prospective randomized trial (nagahama, k.) Publication date: apr 2011.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Event description:
Post market surveillance review of literature found report of cage subsidence. Article title: ¿does alendronate disturb the healing process of posterior lumbar interbody fusion? A prospective randomized trial (nagahama, k.) Publication date: apr 2011.¿ clinical findings determined by medical safety and complaint management: n=6 cage subsidence.